Manufacturer narrative:
Vyaire file identification: pc-(B)(4). At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the exhalation valve of patient circuit w/o peep, 22 mm spu was sticking, causing the ventilator to auto cycle. As of this time, there is no information regarding patient involvement with this reported event.